Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of the right ventricular (rv) lead, it was noted that there were noise episodes. The patient was referred to a different physician who decided to perform lead extraction procedure. The physician did not find any cause for noise during the procedure. The rv lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead with only distal portion was returned in one piece. Visual examination found an internal insulation abrasion breaching the ring electrode cable lumen under the right ventricular shock coil. The etfe cable coating of one ring electrode cable was found abraded in this location. The cause of the reported event was isolated to the abraded ring electrode cable beneath the right ventricle shock coil.